Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right ventricular lead was placed in apex of the ventricle. It was noted that the lead had advanced outside of the heart. The lead was capped on (B)(6) 2018 and a computerized tomography scan was performed confirming perforation. The patient was transferred to a different facility. On (B)(6) 2018 the lead was explanted. The patient was in stable condition post procedure.